Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported a patient with dryness in both eyes three weeks following lasik treatment. The patient reported she is too busy to use artificial tears at work. Additional information was received from the center director, who indicated the patient had not been seen since the day of the event. The patient was prescribed cyclosporine ophthalmic emulsion and was scheduled to return in two months. There are two medical device reports associated with this event. This report is for the right eye.